Event description:
The initial reporter questioned results for 5 patient samples tested for elecsys cea (cea), elecsys ferritin (ferritin), elecsys tsh (tsh), elecsys ft4 ii (ft4 ii) or elecsys troponin t gen 5 stat (troponin t gen 5 stat) on a cobas 6000 e 601 module. Based on the data provided, the results for 4 patient samples were discrepant when tested for either cea, ferritin, tsh or troponin t gen 5 stat. Patient 1 initial cea result was 24.7 ng/ml. The repeat result was 946.7 ng/ml. Patient 2 (male, date of birth (B)(6)) initial ferritin result was 66 ng/ml. The repeat result was 374.9 ng/ml. Patient 3 (female, date of birth (B)(6)) initial tsh result was 0.31 miu/l. The repeat result was 1.7 miu/l. Patient 4 (female, date of birth (B)(6)) initial troponin t gen 5 stat result was 14 ng/l. The repeat result was 25.69 ng/l. The initial results were reported outside of the laboratory. The repeat results were from a different e601 module and were believed to be correct. No adverse event occurred. The cea reagent lot number was 355404. The expiration date was not provided. The ferritin reagent lot number was 337946. The expiration date was not provided. The tsh reagent lot number was 379732. The expiration date was not provided. The ft4 ii reagent lot number was 361900. The expiration date was not provided. The troponin t gen 5 stat reagent lot number was 345886. The expiration date was not provided. The field service engineer (fse) found fluidics contamination in the measuring cell. The fse replaced the procell/cleancell reagents, performed a system prime and checked all mechanical adjustments. Flow rate adjustments and mixer wash flow rate adjustments were checked. Instrument performance testing was acceptable. The customer ran calibration and qc with acceptable results. Calibration and qc data was acceptable. One abnormal aspiration alarm was observed on the alarm trace data. The investigation determined the issue was solved by service maintenance.